Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left coronary artery. A 2.50 x 12mm synergy drug-eluting stent was used for treatment. However, during procedure, it was noted that the stent dislodged inside the patient. The stent was completely removed with a snare. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the target lesion was located in left main and the stent dislodged during removal.

Manufacturer narrative:
Device is a combination product device evaluated by MFR.:a synergy ous mr 2.50 x 12 mm stent delivery system was returned for analysis without the stent. The stent was not returned for analysis. The crimped stent outer diameter measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and they appeared to be tightly folded. Crimp markings were visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and the inner laser-cut region fractured 108.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found the inner lumen damaged 137.4cm distal to the distal end of the strain relief. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left coronary artery. A 2.50 x 12mm synergy drug-eluting stent was used for treatment. However, during procedure, it was noted that the stent dislodged inside the patient. The stent was completely removed with a snare. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.